Event description:
Procedure type: longo's procedure. According to the reporter: while firing the instrument, the safety lever broke up and the junction of the handle dispersed. The surgeon sutured the area to receive a hemostasis, because the donuts were not complete. No blood loss or transfusion was needed. No tissue loss or incision extension. The surgical time was however extended more than 30 minutes. No patient details available and the pt has been discharged. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/01/2007.